Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown event description: "robotic case with dr [name]. Disposable applied trocar broke during usage (camera port with applied clamp)." Additional information was received via email from the implementation specialist on thursday 27jul2017 at 5:51 am "there was no patient injury in this event. Upon visual inspection it didn't appear that any pieces of the trocar were missing. The patient was heavy and breathing during the case. They noticed the trocar broke when they removed the robotic camera and could not get it back into the trocar upon attempting to reinsert it. They do not have the lot number or packaging for this trocar, but they still have the trocar in risk management. I'm waiting to hear if they will allow it to be returned." Patient status: no patient injury.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Based on the description of the event, it is likely that the root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Additional information was received via email from the implementation specialist on monday 31jul2017 at 11:58 am: "risk management still has the product but the operating room director said that she would like to return for credit if risk will allow."